Manufacturer narrative:
It was initially reported that the device would be returned for evaluation. It was later communicated that the device would not be made available. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and finished good manufacturing records could not be reviewed. A review of quality records for the sensor component was performed and the sensor met all manufacturing and quality testing/inspection specifications prior to release. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
It was previously reported that the device would not be returned. The sensor was subsequently provided for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported by the ous affiliate, a microsensor caused an icp to display "reset". When another icp was used, the same problem occurred.

Manufacturer narrative:
The sensor was returned and evaluated by the supplier. A review of quality records for the sensor component was performed and the sensor met all manufacturing and quality testing/inspection specifications prior to release. Evaluation of the returned device found no visible damage to the sensor, catheter material or connector. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on the evaluation, the supplier was not able to confirm the reported issue. The device functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.